Event description:
A customer reported experiencing cgm error 42 and mentioned that their pump had recently come out of storage mode. Technical support informed the customer to wait 20 minutes from when the pump exits storage mode before starting a sensor session and provided complete pump reset instructions. The customer understood and acknowledged the guidance. After performing the pump reset, the cgm error code did not reappear. There was no adverse impact to the customer¿s blood glucose level.